Event description:
It was reported that insulin from the reservoirs leaked, and it happened for the first time in more than four years of using the insulin pump. No further information was provided.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed pre-filled reservoir test per specification. Reservoirs and transfer guard needle passed per inspection, found no transfer guards leakage anomalies during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.